Manufacturer narrative:
The impella 5.0 was returned for analysis. There is no evidence to indicate any relationship between the cerebral infarction and the use of impella. The cause of the patient injury was patient condition and the relation to impella was determined to be unrelated. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella 5.0 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported that the patient developed a cerebral infarction approximately two 2 days after the insertion of impella. When the device was explanted the patient¿s, condition had improved to the extend where that patient could rehabilitate. The physician noted that at the time of insertion, the bleeding was uncontrollable, and a thrombus had adhered in the inlet at the time of explant. The relationship between impella and cerebral infarction is unknown.